Event description:
Pt reported the infusion device displayed screen was missing segments at the bottom. She indicated that she first noticed this issue 1-2 months prior. Pt stated that the infusion device was making an unusual noise when administering a bolus, priming, and retracting the piston rod. She did not report any physiological effects related to this issue. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.